Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Upon review, it was noted that the ra pacing impedance measurements was stable. Troubleshooting options were recommended. Currently, this ra lead remains in service and no adverse patient effects were reported.